Event description:
Complainant alleged that while transporting a pt for a catscan (age and gender unk) the device inappropriately shut down. Complainant indicated that the clinician obtained a replacement battery for the device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.